Event description:
The user used the product in its ordinary course, following all directions, when she sustained serious burns to her upper arm. The user is suspected to have either used the tpf5302lp hot/cold pain relief wrap or the tpf5201lp hot/cold wrap the original part number provided by the law firm (initial reporter) was linked back to a microwave oven (no evidence that the microwave oven itself had malfunctioned).